Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-02693. It was reported that high impedance issue was observed, and stimulation was lost as a result. Patient stated that they had a traumatic fall. An x-ray was performed, and lead migration issue was ruled out. The left lead was showed high, out of range impedance issue. To resolve the issue the left lead and ipg was explanted, however it is unknown which was the left lead therefore both leads are being reported. The new lead was connected to the new implantable pulse generator and impedance values were normal. Effective therapy was restored. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.